Event description:
The complainant alleged that during training/inservice by facility staff, the device displayed a "fault 37" message. The complanant indicated that there was no pt involvement in the reported malfunction.